Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided, best estimate date is between (B)(6) 2017- (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was not happy with the intraocular lens because of poor vision. Therefore, the lens was explanted. Visual acuity pre-op: 20/50 +1 and visual acuity post-op: 20/80 +1. At explant, there was no vitrectomy, incision enlargement or sutures required. No additional information was provided.

Manufacturer narrative:
Through follow up the correct explant date was provided, therefore,it is captured in this supplemental report. Explant date has been updated accordingly. Additional information through follow up, the replacement lens was provided for the patients right eye. Another model with a higher diopter was implanted as a replacement. The replacement lens was successfully implanted. Device available for evaluation? Yes, returned to manufacturer on: 8/28/19. Device returned to manufacturer? Yes. Device evaluation: visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.